Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. Sometime post-op it was reported that the set screws at the top of the construct dislodged. The patient underwent a revision surgery to remove the screw. No additional patient complications were reported.

Manufacturer narrative:
Additional info: optical and microscopic examination of the implant identified localized wear on the face of the implant. Additionally, the outer perimeter of the set screw face displays some evidence of starburst pattern witness marks, consistent with set screw back-out. Node deformation height (@ center) consistent with fully tightened bench tested comparison sample. All associated mas crowns suggest full seating of the rod. After visual, optical and dimensional examination, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components; unable to determine root cause of the foregoing event from the available information.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.